Event description:
Same case as 2134265-2008-04453. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.50 x 20mm maverick balloon. The physician implanted the 2.75x32mm taxus liberte drug eluting stent. After implanting, dissection was noted at the vessel near the stent distal edge. The physician attempted many times to place a 2.50x8mm taxus liberte drug eluting stent to cover the dissection, but was unable to cross the 2.75x32 mm taxus liberte stent. The physician dilated the dissection site using an unk size balloon. Pt status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be field.